Event description:
International customer reported that the mesh began to delaminate while manipulating the mesh into position during a laparoscopic hernia repair. The surgeon was not able to adequately fix the mesh, accordingly, the procedure was converted to an open procedure and completed with sutures. The mesh completely delaminated.

Manufacturer narrative:
Date sent to the FDA: 06/27/2008. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished good release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.